Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer could not recall any significant events leading to this event and stated that the insulin pump did not get wet or dropped. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at display window corners and battery tube threads. The insulin pump received with severely scratched display window and broken belt clip slot.